Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtr (90910u164) was introduced and advanced into the steerable guide catheter (sgc). However the delivery catheter (dc) flush port broke off. Aspiration was performed and the undeployed clip and the clip delivery system (cds) were removed from the anatomy. It was noted that air did not enter the patient anatomy. One other mitraclip was implanted successfully reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported broken flush port was confirmed via returned device analysis. The reported leak could not be replicated in a testing environment due to the broken flush port. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak appears to be related to the broken flush port. The broken flush port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.